Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette alarms during fill 4. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan.the patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.